Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 4 and 24 hours. The patient reports after delivering boluses their blood glucose level still read high (>400 mg/dl). The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was transferred to the intensive care unit. The patient was treated with an insulin drip. The patient was discharged from the hospital after 5 days. The patients pod will not be returned as it has been discarded.